Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. Physician had used significant push force while feeding the valve through the sheath. Also, the physician bent sheath upward while attempting to push valve through the sheath. Upon valve exiting the distal end of the sheath, noticed a bent tine on x-ray. Physician decided to proceed with valve deployment. The tine appeared to have straightened out post-deployment. No harm was done to the patient and was stable when leaving the cath lab.

Manufacturer narrative:
Investigation is underway. H3 other text : remains implanted

Manufacturer narrative:
The reported event was unable to be confirmed due to unavailability of device relevant imagery medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. Per the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv delivery system, and do not over manipulate the sheath at any time. As reported, the physician had used significant push force while feeding the valve through the sheath. Also, the physician bent sheath upward while attempting to push valve through the sheath. Upon valve exiting the distal end of the sheath, noticed a bent tine on x ray. Additionally, per 3mensio, the patients access vessel had presence of tortuosity. Tortuosity can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. In this case, the sheath was kinked bent due to the high push force excessive manipulation. It is likely that the valve strut was caught at the kink in the sheath and then bent during advancement. As such, available information suggests that patient factors (tortuosity) and or procedural factors (high push force, excessive device manipulation, kinked sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.